Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the drive manifold assembly, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had drive assembly leak test failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: b3, g4 (date received by mfg reported under mfg report# 2249723-2020-01938 should read 2020-10-23)

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had drive assembly leak test failure. There was no patient involvement, and no adverse event reported.